Event description:
It was reported to ventec that a patient circuit (pediatric, active, heated, blue) broke at the exhalation valve. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec reviewed a photograph of the patient circuit (pediatric, active, heated, blue) provided by the initial reporter, where it was confirmed that the circuit bond joint separated at the active valve transducer housing to valve mount housing. The circuit was not returned to ventec for evaluation. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.